Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was connected to the tubing during the fill tubing step of the load process. Reportedly, the amount of insulin that was delivered to the customer is unknown. Customer reported a low blood glucose level of 58 (mg/dl) and drank apple juice to stabilize bg level.